Event description:
It was reported that during a laparoscopic gastric bypass procedure, at the first firing across small bowel, the surgeon could only fire the device half way through the first firing of the first firing stroke. It is unknown what color the cartridge the surgeon was using on the first firing. The surgeon reversed the knife and removed the device from tissue. After removing the device, the surgeon looked at the tissue and there were three unformed staples in the tissue. The device did not cut. Another device was pulled to complete the case with no patient consequence. (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.